Event description:
It was reported that during testing/maintenance at a training facility, the arm cart assembly (aca) had a non-recoverable error during movement of fulcrum in collapsed position. A brooming script on robotic arm_joint 2 (ra_j2) was performed to resolve the issue. There was no patient involvement.

Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly experienced a non-recoverable error during movement of the fulcrum in the collapsed position. A failure code for 'linked to robotic arm joint 2 redundant position failure' and an error code for 'linked to robotic arm joint 2 master positioning sensor redundancy' were seen on robotic arm joint 2. An error code for 'linked to arm redundant position discrepancy'' and an error code for 'linked to robotic arm encoder redundancy error' were also seen on robotic arm joint 2. The joint position sensor (jps) brooming script was performed on robotic arm joint 2 to resolve the issue. The arm cart assembly is now functioning. Evaluation of the logs indicated the arm cart assembly experienced a mismatch in the primary and secondary position sensors that exceeded specified limits, following the fulcrum handle being used. An error code was observed which reports a subsystem non-recoverable inoperable error and an error message stating, "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a potentiometer failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing/maintenance at a training facility, the arm cart assembly (aca) had a non-recoverable error during movement of fulcrum in collapsed position. A brooming script on robotic arm_joint 2 (ra_j2) was performed to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.